Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a compromised force sensor system. The insulin pump passed the displacement test, rewind, basic occlusion test, self test, and reset error test. The operating currents tested within the specified range and passed the off no power test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window. No moisture damage was noted to the electronics assembly.

Event description:
The customer's mother reported via telephone call that the insulin began to pour out when holding the act button during a prime. The blood glucose reading was 209 mg/dl. She reported that they did receive an alarm during this time. The drive support cap appeared normal. She was advised that the customer be disconnected from the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.